Manufacturer narrative:
Additional information in d4: expiration date and UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so device evaluation could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to surgical approach as mentioned by the surgeon. DHR review the DHR was reviewed; there are no indications of manufacturing issues that would have contributed to this event. Device use this device is used for treatment. If additional information is received which changes the information in this report, a follow-up report will be submitted.

Event description:
It was reported that there was a delayed presentation of inferior vena cava injury resulting in large volume blood loss in to the right hemithorax following t6-l2 vbt requiring a return to the or on post-op day 2 and multi-unit rbc transfusion. The patient has recovered well. According to the surgeon, this complication is more associated with the surgeon's approach than with implants or instrumentation. This is report eighteen of nineteen for this event.

Manufacturer narrative:
Device product code: qhp. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00038 to 3012447612-2021-00056.

Event description:
It was reported that there was a delayed presentation of inferior vena cava injury resulting in large volume blood loss in to the right hemithorax following t6-l2 vbt requiring a return to the or on post-op day 2 and multi-unit rbc transfusion. The patient has recovered well. According to the surgeon, this complication is more associated with the surgeon's approach than with implants or instrumentation. This is report eighteen of nineteen for this event.